Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received, a complete lead was returned in two pieces. Final analysis found that external insulation abrasion at the proximal region exposed the outer coil, consistent with friction against the device can.

Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise over-sensing. During the lead extraction procedure, the ra and rv lead abrasion was observed. The whole system was explanted and replaced on (B)(6) 2025. The patient was in stable condition.